Event description:
It was reported that there was a hole in the hose. No delay or medical intervention was required. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or punctured. The hose assembly was replaced, and additional preventative maintenance was also performed. The device was returned to the customer.